Event description:
On 18th may 2026, it was reported by an arthrex employee via email that for an ar-8935l-10s, low profile locking screw¿, titanium, 3.5 x 10 mm, sterile im, when the fibula plate was placed and the locking screw was inserted, the plate and screw did not engage properly. As a result, the head was slightly raised. Also, the screw appeared to be slightly bent. The plate's product number and lot number are unknown. This was detected during an unspecified procedure on (B)(6) 2026. The procedure was completed successfully by using a product with the same part number. No detailed information about the type of the surgery. No significant surgery delay reported. All of the product/fragment was removed, and nothing remains in the patient. No additional anesthesia administered to the patient. No information about an instrument used to prepare/tap the bone socket for insertion of the implant. Bone quality of the patient is unknown. 22nd may 2026 - the complaint initiator replied that that the same fibula plate was used and was not replaced.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.